Event description:
Revision surgery was performed after 1 year and 7 months due to tibial and patellar loosening. The surgeon used a revision tibial implant with an extension stem and upsized the liner due to the recut. Additionally, the patella was revised. The surgery was completed successfully.

Manufacturer narrative:
Batch review performed on 12 dec 2025. Gmk-sphere 02.07.1202l gmk tibial tray cemented left s2 (k090988) lot. 2319846: (B)(4) items manufactured and released on 22-nov-2023. Expiration date: 07 nov 2028. No anomalies found related to the problem. To date, all items of the same lot have been sold with no similar reported events during the period of review. Gmk-sphere 02.12.e002rp gmk-sphere resurfacing patella e-cross - s2 (k202022) lot. 2346254: (B)(4) items manufactured and released on 06 febr 2024. Expiration date: 23 jan 2029. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported events during the period of review. Root cause: based on the information available no definitive root cause can be established, while there is no indication that any potential issue with the device may have caused or contributed to the event, and the device history record review does not indicate any potential manufacturing related issue.